Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the bending section rubber. It was also noted that the adhesive on the bending section rubber had a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to intrusion of moisture into the endoscope. The moisture likely intruded into the endoscope from the area of the bending section rubber with an air leak. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): this was not applicable since there was no information to determine that the defect was caused by the user¿s misuse. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a hole on the tip rubber. Inspection and testing of the returned device found that a foggy image occurred due to damage on the charge coupled device unit. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.